Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-14703. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which the existing leads and ipg were explanted and replaced.